Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was completing treatment on (B)(6) 2021 and the pin on the liberty cycler set could not be pushed into the stay safe connection. The patient contact explained that the pin just kept spinning. The patient contact stated that the patient completed treatment on the cycler without experiencing a serious injury, adverse event, or requiring medical intervention. It was confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.